Event description:
It was reported that allegedly, "on (B)(6) 2009 the pt received a total hip replacement." It was further alleged that "after implantation, the pt began experiencing pain and discomfort in the area of her hip."

Manufacturer narrative:
The info on this per was provided by stryker orthopaedics' legal affairs department. No additional info is available at this time. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Additional f/u info may be obtained by the legal affairs as it becomes available.